Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / ongoing pelvic pain"), device breakage, device dislocation and complication of device removal ("on hsg exam "tiny metallic foreign body" thought to be in the left fallopian tube was observed. Further, tiny densities were also seen in the pelvis on the right.") In a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia / before essure, her menstrual periods were not as heavy, nor did they last as long"). The patient was treated with hysteroscopic removal of both essure devices on (B)(6) 2014. On (B)(6) 2015, 4 years 11 months after insertion and 10 months 20 days after removal of essure, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and complication of device removal. At the time of the report, the pelvic pain, menstruation irregular, dysmenorrhoea, abdominal pain, menorrhagia, device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstruation irregular and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2015 - hysterosalpingogram: "tiny metallic foreign body" thought to be in left fallopian tube. Further, tiny densities were also seen in the pelvis on the right. The small sclerotic elesion in the left iliac wing was probably benign bone island¿there was cornual occlusion of the fallopian tubes. No peritoneal spill was seen on either side. The tiny metallic foreign body on the left was probably in the proximal fallopian tube. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.